Event description:
Procedure: unknown. According to the reporter: dr (B)(6) used the gia reload in the gia handle the firing knob stopped mid-fire. She asked the rep why it stopped while she retracted the black knob and then pushed forward on the knob again. The second firing the knob stopped in the same place (mid firing). Surgeon removed the staple line and used another reload. This time the stapler worked fine. Surgeon was able to completed the firing of the problematic reload on the back table. The patient is fine. There was tissue loss. No bleeding, extension of or time and no buttress used.

Manufacturer narrative:
(B)(4).